Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 290 units of insulin during the load sequence. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by performing a cartridge change.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.